Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/08/2016 to report not being able to view 3, 6, 12, and 24 hour graphs on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.